Event description:
Integra marketing director met the deltamed representative at an aans meeting and was given two (2) camino catheters that were reported defective by the user facility. The devices were forwarded to integra technical service on (B)(4) 2006. (B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. This medical device report is linked with medical device report #2023988-2006-00019.